Event description:
The nurse reported dermatome was used to tretrieve skin graft. The skin graft was too thin. Surgeon could not determine the thickness setting he was using. Three seperate graft sites were required. The physician used another dermatome to obtain graft. The nurse believes physician may have used scarlet red to cover the donor sites made by first dermatome.